Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective printed wire assembly (pwa) was the root cause. The pwa was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an air in line was failed during testing. The device evaluation noted multiple air in line alarms in the event history log.